Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a nephrostomy change in the left kidney, a ultrathane mac-loc locking loop multipurpose drainage catheter was found to be leaking at the hub. The leak was noticed immediately; therefore, the device was removed and replaced. The procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation. A review of the complaint history, device history record, documentation, as well as a functional test, visual inspection and dimensional verification were conducted during the investigation. Two devices were returned for evaluation that included one used mac-loc catheter in the unlocked position, as well as one unopened mac-loc catheter from the same lot. No other surface damage was noted on the devices. The instructions for use supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A leak test was performed on both devices and confirmed the presence of a leak between the catheter tubing and connector cap in the used device. Tug and twist tests were conducted and revealed that the proximal assembly was secure on both devices. Upon removing the caps, it was found that the suture strings appeared normal in the threads. The flare of the used device appeared lopsided with a lip and a missing portion, while the flare of the unused device appeared lopsided with a lip. Due to compression of the flares within the caps and the potential damage upon removal, it cannot be determined if the flares were manufactures to specifications. Verification of various device dimensions found them all to be within manufacturing specifications. The used device was found to be out of specification due to the number of threads shown on the cap exceeding requirements detailed in the manufacturing specifications. Additionally, a document based investigation evaluation was performed. A review of the device history record showed one nonconforming event for hub separation, but all six devices affected were scrapped. It should be noted there was one other reported complaint for this lot number, of which this complaint is related to. Based on the information provided, the examination of the returned product, and the results of our investigation, a root cause could not be established but was likely to be manufacturing related. The connector cap was not adequately torqued onto the mac-loc hub. Three root causes that have been identified to contribute to the issue include the suture running through the threads of the cap assembly that interferes with the seal during torqueing, an inconsistent flaring process and the silicone insert is being punctured during production due to an improper threading technique. We have notified the appropriate personnel. Per the quality engineering risk assessment no further action is required. Appropriate measures have been taken to address this failure mode. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.